Manufacturer narrative:
No device has been returned, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported that 4-5 days after a transurethral microwave treatment procedure, the patient was sent to the hospital for severe bladder spasms. The patient has been hospitalized twice for severe bladder spasms. A CT scan was performed, however, no abnormality was found. Patient currently has a suprapubic catheter as he cannot tolerate a foley. No further patient injuries or complications were reported. It is noted that multiple attempts to gather further information was unsuccessful, therefore, no further follow-up will be attempted.